Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge canister. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 140 mg/dl.